Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-10-04. It was reported the patient had been having a lot of pain ever since a day when he was riding a bus and the bus made a sharp swerve and he reached and has been having major back pains ever since. The patient was redirected to their healthcare provider and healthcare provider listings were sent. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient met with a neurosurgeon who was ordering an MRI for the device. On the call, the patient checked with their programmer and found they were eligible for a full body scan. The patient was advised to follow up with their neurosurgeon and have the neurosurgeon call for MRI guidelines if needed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient reported that they had "somewhat of a heart attack" and fell on tuesday (B)(6) 2018. The patient stated that their body was "twisted" when they fell and since that event their back pain is getting worse. The patient stated that they have been turning stimulation up on both programs a and b, but it isn't working because with their therapy they can¿t walk far without pain shooting down their legs and hips. The patient was sent physician listings as they had moved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient didn't think the stimulator was working because their balance was off and they were falling again. The patient fell on (B)(6) 2018, got up, and fell again. On (B)(6) 2018, the patient said they were stumbling. The patient communicated with the ins and the programmer shoed the ins battery was low. The patient charged a week ago sunday. The patient said she usually only recharged every 2 weeks. The patient said they increased stim because of their increased back pain from falling on the bus. The patient was explained that their battery was depleted and the stim has shut off because of the low battery, which in turn would cause a return of symptoms. The patient was also told that increasing stimulation will cause more of a battery drain which would cause them to have to charge more often. The patient was told to charge to 1/4 and then turn stimulation on. The patient mentioned they have an appointment with a neurologist scheduled for (B)(6) 2019. No further complications were reported.

Event description:
Additional information was received from the patient. The patient reported that they notified their managing doctor and they referred him to a specialist and had an appointment on (B)(6) 2018. The patient reported that the circumstances that led to the shooting pain in the legs and hips was almost falling while riding the bus. The patient asked the bus driver if she could wait until he sat down and she didn¿t and he almost fell. The patient reported that no steps were taken to resolve the shooting pain in the legs and hips. The issues weren¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.